Manufacturer narrative:
Product event summary: data files were returned and analyzed. An image file returned from the field shows lesion number 73 that delivered radiofrequency (rf) energy. The scale of the graph from the image is not clear, but it was noted that the temperature spiked on one electrode along with the current level dropping immediately. This could possibly be an impending steam pop. In conclusion, the steam pop issue is plausible through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere 9 catheter for a cardiac ablation procedure, a steam pop was observed during ablation at the final lesion of the case, located on the cavotricuspid isthmus at the inferior vena cava junction. There was a discrepancy between the readings on the case export for lesion 73 and the readings displayed on the ablation graph on the workstation screen. Hospitalization was extended overnight for monitoring. The activated clotting time was below the recommended minimum for the catheter, with a value of 332 instead of the required 350. Intracardiac echocardiography was used to observe the steam pop. Block was confirmed via measurement on the recording system. The pulmonary vein isolation (pvi) and cavotricuspid isthmus (cti) ablation was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: sheath product ID: non-medtronic product product type: catheter product event summary: data files were returned and analyzed. A pdf file returned from the field is for the case export screenshot of lesion #73. The case lesion summary was viewed for lesion #73, the max temperature reached during this case was 72.953125. No images of lesion graphs were shared from the field. In conclusion, the reported steam pop issue cannot be observed through data analysis. The afr-00001 sphere 9 catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the steam pop occurred during the last lesion. A faint noise was heard during the steam pop. A temperature spike occurred at the last second.